Event description:
It was reported that the tandem mobi pump would not turn on due to a battery charging issue, and the lights and alarms on the pump did not activate during troubleshooting. There was no adverse impact to the customer's blood glucose level, as it remained within normal range, and the caller confirmed their blood glucose did not exceed 500 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.